Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end/electrodes of the lead were bent, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5086mri58 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that about five months after implant, the right atrial (ra) lead was removed and replaced due to high thresholds, low pacing impedance, noisy electrograms (egms), diminished pwaves and pocket nerve stimulation. No patient complications have been reported as a result of this event.